Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue. The issue was caused by water ingress into the active exhalation control module.

Event description:
A ventilator was returned to the manufacturer with an allegation the exhalation valve did not operate correctly. There was no harm or injury reported.